Event description:
The user facility reported to baxter that the device failed to alarm, downstream occlusion, during incoming bio-medical inspection testing. There was no patient involvement associated with this event.

Manufacturer narrative:
Baxter's evaluation concluded that the reported condition, failure to alarm, downstream occlusion, was unable to be confirmed. The device was tested and found to perform within specification. The pump's pressure/down stream occlusion recorder was 26.5psi and the recommended specification is 22 +/- 10 psi. The device was tested per procedure and released for clinical use to the customer in 2008.